Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of a one-link catheter extension set came loose when the patient was moved from the gurney to the bed, leading to a blood leak. The volume of blood loss was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.